Event description:
Infection of hip. Removal of all products listed below: corail stem... Size ka 11 pinnacle cup... Size 56. Biolox delta ceramic ball head... Size 36/+5. Pinnacle liner... Size 56/+4 10deg.